Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, and documentation of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Common name and product code = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a portion of a micropuncture wire lodged subintimally upon entry to the patient's vessel and remained securely within it's wall. The physician attempted to remove the wire (no additional detail provided), but decided it was secure within the wall and was not a safety issue. According to the complainant, one week later, the wire remains securely within the vessel wall. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.